Event description:
Prior to use, a kink was noted on the microsphere 10 platinum microcoil 2 mm x 2.5 cm (sph10020020/f69133) coil after opening the package. The device was changed to another one to complete the procedure. There was no adverse event reported, and the component will be returned for analysis. All labeling instructions were followed during removal. The product was stored per labeling instructions, and no section of the package (inner or outer area) was damaged. Other than the reported event, no other damages were noticed on the device (coil-unraveled, stretched, fracture, separated, detached, etc), delivery system/introduce-stretched, fracture, separated, etc), and the coil remain attached to the delivery system. There was no adverse event reported, and the component will be returned for analysis.

Manufacturer narrative:
Prior to use, a kink was noted on the micrusphere 10 platinum microcoil 2 mm x 2.5 cm (sph10020020/f69133) coil after opening the package. The device was changed to another one to complete the procedure. There was no adverse event reported, and the component will be return for analysis. All labeling instructions were followed during removal. The product was stored per labeling instructions, and no section of the package (inner or outer area) was damaged. Other than the reported event, no other damages were noticed on the device (coil-unraveled, stretched, fracture, separated, detached, etc), delivery system/introduce-stretched, fracture, separated, etc), and the coil remain attached to the delivery system. Additionally, two devices were received, but only the device reported was involved in the event. There was no adverse event reported, and the component will be return for analysis. Additional information received clarifies that coil ''1'' is the complaint coil and that coil ''2'' was not involved in this complaint. Coil ''1'' was found to have eight severe kinks on the delivery wire caused by external force. With only one kink reported prior to use, it cannot be determined which of the kinks was the complaint issue. In addition, the circumstances of how, when, and where this kink occurred cannot be determined. Also, how the blood and protein adhered to the device prior to use cannot be explained. Therefore, the root cause of the microcoil system found to be kinked prior to use cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was returned with multiple kinks, but information provided indicated that other than the reported event, no other damages were noticed on the device (coil-unraveled, stretched, fracture, separated, detached, etc), delivery system/introduce-stretched, fracture, separated, etc), and the coil remain attached to the delivery system. Therefore, the damages (including the stretching) may have occurred after removal from the patient or during packing for evaluation. Additionally the event occurred during a procedure, and exposure to blood is unavoidable. The reported event of kink coil could not be confirmed, because the device was returned severely damaged. With review of the device history records there is no indication of any related manufacturing issues. Additionally inspections are in place to prevent this kind of failure from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.